Event description:
This is an olympus promotional asset from which a black liquid leakage was observed to come out. There is no reported harm to any patient or persons.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found insufficient angle, angle wires were stretched, light guide lens adhesive peeling, bending section cover adhesive chipping, image guide corrugated, switch button 3 scratched, image guide snake tube damaged, and the light guide tube on the operation and connector side is corrugated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.